Event description:
It was reported that the subject device camera was broken. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image and noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: flickering noisy image due to bad charged coupled device (ccd). The most probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device camera was broken. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.